Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000142797. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy. Patient was receiving stimulation in the abdominal area. Targeted pain pattern is lower back. X-rays were taken and showed that a lead migrated anteriorly and about two vertebral bodies down. No falls, accidents, or trauma were reported. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Correction: section d4 - catalog number, serial number, lot number, expiration date, primary unique identification (UDI) number corrected. Correction: section h4 - device manufacture date corrected the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000142530.